Event description:
It was reported that during the procedure the balloon ruptured at a low pressure of 4 atmospheres. Another voyager was used with success. There were no patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure involved the anterior descending artery with light calcification. The voyager nc was prepped by soaking the balloon for 30 seconds and it was prepped outside of the patient's anatomy. The device did not meet any resistance upon advancement. Upon inflation, the balloon ruptured at a low pressure of 4 atmospheres. There was no resistance upon removal. Another voyager was used with success. There were no patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.